Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. The lead was capped and a previously implanted lead was used as a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and indicated the right ventricular lead integrity alert. Sensing integrity counts up to 144; ventricular tachycardia (vt) ¿ non-sustained tachycardia episodes with evidence of lead noise oversensing. Right ventricular (rv) lead integrity warning occurred (B)(6) 2014 for high rate nst episodes and sensing integrity counter greater than 30 in 3 days.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2003; 694765 lead, implanted (B)(6) 2007; 419478 lead, implanted (B)(6) 2007. (B)(4).